Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, per the recreation of the incident, staff placed blue non-hoyer brand sling under resident. Upon connection, staff did not note anything wrong. When lift began to rise, it was stated that as cradle turned the sling moved off of hook. It was speculated that since black disk was not in proper location, that the strap was able to slide off hook. As a result, the resident fell to floor and sustained multiple injuries. Complaint# (B)(4) and ra# (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.